Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to the patient needing a new osteotomy in the femur to achieve lengthening goals. During the revision it was noticed that the nail was broken at the top portion of the bend near the screw holes. Due to the condition of the nail, it was explanted.

Manufacturer narrative:
Device evaluation: upon return visual inspection of the returned nail confirmed that the housing tube was broken in two pieces. The provided x-rays confirm the reported failure of broken nail. Further investigation revealed the location where the nail broke is at the point where the screw insert holes are located on each side of the nail. The unit¿s work order was reviewed, and confirmed that the device passed all inspections per the acceptance tests. The manufacturing x-ray analysis did not reveal any anomalies. The inspection data for the lot of the housing tube was reviewed and confirmed that the part met design specifications per the engineering drawings. The nail thickness at broken region was measured at 0.080in, 0.0805in, and 0.085in which meets the specifications. The nail passed all quality inspections/tests prior to release, therefore, it is therefore it is not likely the breakage was related to any manufacturing processes or material issues. Based on the information provided by the healthcare provider/patient, no event in particular occurred which may have led to the nail breakage. Based on provided information the exact cause of the breakage is unknown, however, the type of breakage observed (the broken ends are not straight but rather stretched) may indicate the nail was subjected to excessive bending, rendering it softer and resulting in its breakage at the indicated location. The location of the failure (at the two screw hole inserts on each side of the nail) is consistent with what we would expect from a mechanical bending failure in fatigue. It is possible that the nail broke due to stress generated from weight bearing activities. Device labeling: per the precice instructions for use ¿the precice intramedullary limb lengthening nail cannot withstand the stresses of full weight bearing for tibia and femur applications. For humerus applications, patients should not bear any weight on the treated limb. Patients should utilize external support and/or restrict activities until consolidation occurs".

Event description:
No additional information has been provided.

Manufacturer narrative:
Additional data: b5, h6, h10. The precice nail was not returned to nuvasive for investigation. During evaluation of the provided x-ray images it was noted that the housing tube has broken at the top portion of the nail near the screw holes. Based on provided x-ray the reported failure has been confirmed, however, when the breakage occurred is unclear. It's possible the nail was broken during the removal surgery. Additional information was requested but has not been provided. Without the requested objective evidence, the cause of the breakage can not be determined.

Event description:
No additional information has been provided.

Event description:
Additional information has been provided.

Manufacturer narrative:
Additional data: b5, d4, h4, h6, h10. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. Although the exact weight is unknown, the patient was reported to have weighed between 85 to 90kgs.